Event description:
The reporter stated that the swivel was coming off of the checkvalve on the blood sampling system stopcock assembly. No patient injury or treatment was associated with this event. The issue was reported to medex medical.